Event description:
The manufacturer received information alleging the system leak test step had failed on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that contamination to the valves and ventilation system had caused the system leak test to fail on the device. In conclusion, the device's proportional valve, three-way solenoid valve, muffler assembly, system printed circuit printed circuit assembly, blower chassis tubing, fio2 tubing, low flow o2 tubing were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the blower bellows seal, mount ten (10) pack, dc harness assembly, fan retainer, and blower chassis plate were replaced for contamination which were unrelated to the reportable issues. The outlet side panel was replaced for damage which was unrelated to the reportable issue. The air inlet foam filter and particulate filter were replaced for preventative maintenance which was unrelated to the reportable issue. The machine flow sensor, proportional valve, three-way solenoid valve, and internal battery pack were replaced error codes (e-0168, e-0028, e-0038, and e-0044 respectfully) were found on the device's error log which were unrelated to the reportable issue. The device passed all final testing.